Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to recurring incontinence and fluid loss. Pump manipulations and a cystoscopy were performed but the issue could not be resolved. No patient complications were reported.

Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.